Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-532b-2175: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 44,310 joules of use "fiber working intermittently until tip black" was reported. The fiber was exchanged. It was reported @ 19,790 joules of use, the second fiber was reported to be "working intermittently until tip black. The fiber was exchanged. It was reported @ 26,900 joules of use the third fiber was reported to be "working intermittently until tip black. It was reported that the customer "stopped using gl for today after breaking three fibers." There was "no patient injury" reported. No further information was reported regarding event or patient. This report is for the third fiber used.